Manufacturer narrative:
H1, type of reportable event, corrected data: supplemental report #01 inadvertently submitted with the incorrect type of report selected.

Event description:
It was further reported that the patient underwent a prophylactic battery replacement. The suspect device was discarded.

Manufacturer narrative:
B1, type of reportable event, corrected data: initial report inadvertently submitted with adverse event selected instead of product problem. H1, type of reportable event, corrected data: initial report inadvertently submitted with serious injury instead of malfunction.

Event description:
It was reported that the patient continued experiencing an increase in seizures, specifying 11 seizures in last 2 months. The physician reported that the patient's seizures are below pre-vns level. The believed cause of the seizures is external factors, not related to vns. Per the physician, the patient's environment could be contributing to the seizures the patient is experiencing. Vns replacement is scheduled.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was experiencing an increase in seizures. The patient previously had numerous seizures with concerns that the device was not working properly. However, the vns is stated to be working properly as shown with interrogating the device. It is reported that stress may be triggering the seizures, and magnet output was increased to try and prevent seizures. No surgical intervention has occurred to date. No additional relevant information has been received to date.